Event description:
Clinical study. It was reported that 6 months after a coronary drug eluting stenting treatment procedure, the pt experienced a myocardial infarction (mi). The lesion being treated was a 3.0mm, 95% stenosed, 15mm long portion of the mid right coronary artery (mid rca). The physician treated the lesion with direct stent placement of a taxus liberte' 3.00x20mm study stent in the target lesion. There were no reported complications. The pt was discharged 3 days later on plavix and aspirin. Six months after the initial procedure, the pt experienced a non q-wave mi. The pt underwent a re-intervention of a non-target vessel. In the opinion of the physician, the relationship of the mi to the liberte' stent is not related. This product is only ous approved, but it is similar to a marketed us device.

Manufacturer narrative:
The stent remains in the pt and the delivery device has been disposed, therefore, no direct product analysis will be available. The shopfloor paperwork for this batch shows that the product met its specifications. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.